Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another unspecified device. The complaint was classified based on customer care advocate (cca) documentation. The patient did not state when the alleged inaccuracy occurred, but did state that they had obtained a blood glucose result of "215mg/dl" on the subject meter compared to an unspecified result on another device an unspecified period of time later. The patient manages their diabetes by taking 250mg metformin per day, but as a result of the alleged high result they took an additional quarter of a pill of metformin. 15 minutes after the alleged product issue occurred they developed the symptom of "sweating", but denied requiring any form of treatment as a result of this symptom. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient did not have control solution available to walk through a control solution test. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.